Event description:
The customer reported the probe truck rinse tubing broke and leaked approximately four milliliters of clenz cleaning solution on the counter involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the broken rinse cup diluent supply line tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the broken diluent supply line tubing on the rinse block is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).